Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information. However, our attempts have been unsuccessful. As the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the arteriovenous malformation (avm) procedure, the apollo detachable tip unintentionally detached and remains in the patient.

Manufacturer narrative:
Additional manufacturer narrative - device evaluation: the apollo micro catheter was returned for analysis. The detachable tip was not attached to the catheter. Upon visual inspection, no irregularities were found with the apollo hub. No onyx residue was found within the apollo hub. The apollo catheter body was found to be bent at approximately 133.5cm and 108.5cm from the distal end. Based on the device analysis and the reported information, the customer's report of ¿tip pre-mature detachment¿ was confirmed as the detachable tip was found to be detached from the catheter. The detachable tip was not returned, therefore any contributing factors from the detached tip could not be assessed. The apollo catheter body was found to be bent. It is likely the apollo catheter body became bent during return to medtronic for evaluation as it was returned within a folded inner pouch. Device history record was performed and did not identify any anomalies associated with this event. The cause of this event could not be determined. Per instructions for use (IFU), ¿the distal section of the catheter incorporates a detachment zone that allows detachment of the distal tip when the force required to extract the catheter exceeds the force to detach the tip. Navigating or repositioning the catheter while it is in a wedged position or with vessels that are in vasospasm may cause premature tip detachment. Always handle the distal end of the catheter with care to avoid damage to the detachment zone and unintended detachment.¿ if information is provided in the future, a supplemental report will be issued.